Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm material. Details of the event are provided below. It was reported that cormatrix ecm material was used to repair a ventricular septal defect (vsd) on a (B)(6) year old male pt. The defect was not congenital and the tissue surrounding the defect was described as ischemic. The pt had been in the intensive care unit for 2 weeks and was on extracorporeal membrane oxygenation (ECMO) support prior to the surgery. The pt condition prior to the surgery was described as poor. The pt had multiple infections and the surgeon suspected that the heart tissue may have been have some infection at the time of the surgery. The surgery was performed on (B)(6) 2014. The ecm patch was soaked for 1-2 minutes in saline prior to implantation and was sutured into place circumferentially using prolene sutures. The surgeon indicated that he had also used felt pledgets and bioglue during the procedure. The surgeon reported that the pt began experiencing issues shortly after the procedure and that the product fell apart. The surgeon did not perform any follow-up surgery. The pt was returned to intensive care post-operatively and later expired on (B)(6) 2014. It was reported that the surgeon felt that contributing factors to the pt's death included the pre-existing patient condition at the time of surgery as well as the patch did not hold upon as expected.

Manufacturer narrative:
No sample was returned for evaluation. Although the exact product info was not available, the repair was likely performed using the cormatrix ecm for cardiac tissue repair, which is indicated for use as an intracardiac patch or pledget for tissue repair (i.e., atrial septal defect (asd), ventricular septal defect (vsd), etc.) And suture-line buttressing. The instructions for use for the cormatrix ecm for cardiac tissue repair states, "device is not recommended to be used with glue containing glutaraldehyde. Device must be sutured to viable native tissue and must not be sutured to either homografts, synthetic or chemically cross-linked materials. Device is not recommended to be used with platelet gel." And "place the edge of the cormatrix ecm in contact with viable tissue." Although the exact cause of the event is unk, surgical technique as well as the pre-existing patient condition likely were contributing factors to the product malfunction. The tissue surrounding the defect was described as ischemic with suspected infection and the pt condition described as poor. The ecm material must be in contact with viable native tissue to allow the pt's own cells to migrate and attach within the ecm scaffold to naturally repair the tissue defect. The surgeon indicated that he had also used felt pledgets and bioglue during the procedure.